Manufacturer narrative:
This report is submitted on may 10, 2021.

Manufacturer narrative:
This report is submitted on 4 february 2021.

Event description:
Per the clinic, the patient experienced poor sound quality and a performance decrement with device use. Subsequently the device was explanted on (B)(6) 2021.